Event description:
It was reported that the patient experienced erosion with the ams 700 inflatable penile prosthesis(ipp). The entire ipp system was removed and replaced with a new spectra concealable penile prosthesis. Further information was requested and not yet received.